Manufacturer narrative:
Data logs from the analyzer and a video showing the occurrence of the problem has been received from the customer. The investigation of this shows that the described problem is most likely caused by the way the abl800 is set-up at this hospital. The operator goes presses the ID button to go to the ID screen for the previous sample. When being on this screen the operators scans the barcode of the new sample, and by doing this the accession number for the old sample is overwritten and incorrect results are thus associated with an incorrect patient ID. Radiometer has provided the customer with several suggestions to change the analyzer set-up, to avoid occurrence of this problem in the future. E.g. Result approval and the use of more mandatory fields (e.g. Patient ID) could help to eliminate this problem in the future. Customer feedback regarding these suggestions have been requested to confirm this solves the problem.

Event description:
According to the customer the current set-up of the system includes a potential risk of associating patient results to the wrong patient ID's. In this specific case a patient was admitted through emergency. Crea was 700. The patient was admitted with query of renal failure. Another sample was collected after admittance and processed on another analyzer and here crea was normal. The patient was forwarded for further investigation due to the high crea result. No reports of maltreatment or injury have been received related to this case.